Event description:
Event description cpi received information that this patient was receiving inappropriate shocks. Upon opening the pulse generator pocket, is-1 connector fractures were noted on the rate sense segment of the transvenous defibrillation lead as well as the atrial bipolar pacing lead.